Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the second clip (71205u131) caused damage to the implanted clip. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. This was a transjugular approach. The first clip (71205u130) was implanted successfully in a2/p2 reducing mr to 3. A second clip delivery system (cds 71205u131) was advanced to the mitral valve; however, the cds interacted with the first implanted clip, causing the first clip to detach from the anterior leaflet, and remain attached to the posterior leaflet (slda). The mr returned to 4+. The second clip was placed next to the slda clip stabilizing the first clip and further reducing mr to 3+. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.